Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a heart case, staff reported smoke coming from the back of the aex generator. Staff shut down the generator and there was no injury to the staff or the patient reported.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.